Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump software did not accurately adjust insulin therapy. Customer's blood glucose (bg) ranged from 400-500 mg/dl. Customer administered manual injections and correction bolus via pump to address bg. No additional patient or event information available.